Event description:
It was reported that on (B)(6) 2010, the most severe degenerative disc and facet disease was at l1-l2, the l3-l4 narrowing was at l3-l4. It was reported that during the dissection at l5-s1 on (B)(6) 2010, an unrecognized deficiency of the lamina over the ilium leg to a small durotomy caused by the bovie electrocautery at the left sided l5-s1 interlaminar space.

Event description:
On (B)(6) 2010: CT thoracic and lumbar spine w/o contrast: impression: significant scoliosis of the thoracic and lumbar spine with solid fusion mass extending from t3-t9. Multilevel neuroforaminal narrowing is seen on the left. Multilevel degenerative disc and facet disease throughout the lumbar spine with neuroforaminal stenosis at l4-5 on the left. On (B)(4) 2010: the patient underwent a posterior spinal fusion at t9-s2 with segmental pedicle screw fixation. Left sided tlif at l5-s1 using legacy 5.5, crescent cages, bmp, mastergraft matrix, cancellous allograft and local autograft. During the surgery the patient suffered an incidental durotomy at l5-s1. A crescent cage was filled with bmp and placed at l5-s1. 2 more strips of bmp were packed into the l5-s1 disc space along with mastergraft. The transverse process of l5 and sacral were decorticated and a bmp roll was packed in. Local autograft was packed into the interlaminar region along with allograft bone and bmp strips. On (B)(6) 2010: chest x-ray: right ij catheter is in the svc lungs are clear. X-ray lumbar spine: single limited portable lateral radiograph of the lumbar spine demonstrates interval postsurgical changes of extensive posterior instrumentation with pedicle screws and interconnecting rods extending from t12-s2. More cephalic hardware is not imaged. There is interval interbody cage placement at l5-s1 in appropriate position. No radiographic evidence of immediate postsurgical complications on (B)(6) 2010: x-ray: post-extensive posterior instrumentation extending from t9-s2 with interbody cage placement l5-s1, with residual s shaped curvature of the thoracolumbar spine. No radiographic evidence of complications. On (B)(6) 2010: CT lumbar spine w/o contrast ¿ impression: moderate s-shaped scoliotic deformity of the thoracolumbar spine with extensive postsurgical hardware extending from t9-sacrum. Bone graft incorporation and maturation throughout the tract lumbar spine posteriorly without evidence of complete fusion. Asymmetric left neuroforaminal encroachment at l5-s1. On (B)(6) 2010: MRI lumbar spine with and w/o contrast: asymmetric left paracentral osteophyte at l5-s1 with asymmetric facet arthropathy which causes mild left lateral recess encroachment. On (B)(6) 2010: patient presented with s1 pain on left side. Pain is aggravated with walking and standing. Has tried left transforaminal epidural steroid injection which was not helpful. Patient has developed stenosis at l5-s1. On (B)(6) 2010: patient underwent a revision laminectomy at l5-s1 due to left side radiculopathy. A CT scan prior to surgery showed some calcified material at the left side of l5-s1 lateral recess that seemed to be butting up against the left s1 nerve root. During the surgery a calcified area appeared to be mastergraft matrix near the disc space and inferior aspect of l5. During procedure there was an incidental durotomy resulting in spinal fluid leaking. The tear was patched up with a fat plug and duraseal. On (B)(6) 2010: CT lumbar spine w/o contrast ¿ moderate s-shaped scoliotic deformity of the thoracolumbar spine with extensive postsurgical hardware extending from t9-sacrum. Bone graft incorporation and maturation with early cortication throughout the lumbar spineposteriorly without evidence of complete fusion. No significant neuroforaminal or central canal stenosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).